Event description:
The customer originally called reporting that their meter would not retain the code when attempt to code the meter to the test strips. The meter was rec'd and upon investigation was discovered to have suffered the memory overwrite malfunction.

Manufacturer narrative:
Complaint is confirmed performed investigation using returned meter. Meter is unlocked to mg/ld. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error #s 0300, 0015, 0800 were found in error log. E3/34 errors with low battery icon were not observed. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.